Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient's pump flipped. The patient was scheduled for a surgery on (B)(6) 2015 for a pocket revision. The healthcare provider was going to put a mesh pouch and flip pump during the surgery. The issue was not resolved at the time of report. The patient's status at the time of report was alive -no injury. The type, concentration and dose of baclofen, other medications, pertinent medical history, onset, symptoms, diagnostics, and actions/interventions were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative reported the patient's surgery was canceled and is now scheduled for (B)(6) 2015. The flipped pump was identified when the pump could not be filled. The healthcare provider did a dye study to check the patency, the catheter was patent and dye study was good. The pump was filled and a mesh pouch was implanted. The issue was reported to be resolved. The patient status at the time of report was alive - no injury. The pump was used to infuse lioresal 2,000 mcg/ml at 339.3 mcg/day.